Event description:
As reported, the saber balloon ruptured at 10 atm during its initial inflation. It was removed and exchanged for a non-cordis device. There was no reported patient injury. The patient was a (B)(6) female. The intended procedure was a pta of a target lesion located in the bk. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. An ipsilateral approach was made. After the lesion was crossed by a non-cordis guidewire, the 2x20mm saber was delivered and inflated at the lesion. However, the balloon ruptured at 10atm during its initial dilatation. Therefore, it was removed from the patient and exchanged for another new non-cordis balloon. The procedure was finished successfully. There was no reported patient injury. The product was clinically used. And it will not be returned for analysis.

Manufacturer narrative:
Additional information has been provided: there was no difficulty removing the product from the hoop or removing the protective balloon cover and stylet. There were no kinks or other damages noted to the device, and it was prepped normally. The contrast media, indeflator were unknown. It was unknown if the indeflator had been used successfully with other devices. However, the contrast-saline ratio was 50:50. There was no difficulty advancing the guidewire to the lesion. There was no resistance/friction or difficulty experienced as the device was inserted into the patient. However there was some difficulty experienced as the device was delivered to and across the lesion. The catheter was not ever in an acute bend and did not kink. The balloon had inflated normally before rupture. The device was easily removed from the patient and it was intact. Current patient status is unknown. Complaint conclusion: a saber balloon catheter (bc) ruptured at 10 atmospheres (atm) during its initial inflation. It was removed and exchanged for a non-cordis device. There was no reported patient injury. The patient was an (B)(6) year old female. The intended procedure was a percutaneous transluminal angioplasty (pta) of a target lesion located below the knee. The lesion was heavily calcified and mildly tortuous. The rate of stenosis was 100%. An ipsilateral approach was made. After the lesion was crossed by a non-cordis guidewire, the 2x20mm saber bc was delivered and inflated at the lesion. However, the balloon ruptured at 10 atm during its initial dilatation. Therefore, it was removed from the patient and exchanged for another new non-cordis balloon. The procedure was finished successfully. There was no reported patient injury. There was no difficulty removing the product from the hoop or removing the protective balloon cover and stylet. There were no kinks or other damages noted to the device, and it was prepped normally. The contrast media and indeflator are unknown. It was unknown if the indeflator had been used successfully with other devices. However, the contrast-saline ratio was 50:50. There was no difficulty advancing the guidewire to the lesion. There was no resistance/friction or difficulty experienced as the device was inserted into the patient. However there was some difficulty experienced as the device was delivered to and across the lesion. The catheter was not ever in an acute bend and did not kink. The balloon had inflated normally before rupture. The device was easily removed from the patient and it was intact. The product was not returned for analysis. A device history record (DHR) review of lot 17020760 revealed no anomalies or non-conformances that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of heavy calcification, mild tortuosity and a rate of stenosis of 100% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
The device will not be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant devices: astato guidewire, st.jude medical). (B)(6).